Event description:
It was reported that mobile app interruption due to os upgrade on smart device occurred. Data was received but not investigated as data will not confirm the issue. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).